Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 18560716; model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. The patient underwent an scs explant procedure.